Manufacturer narrative:
(B)(4). The s-ICD is expected to be returned. Once the s-ICD is returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving a shock the day before. Interrogation of the s-ICD revealed that the episode was recorded due to noise being oversensed. The physician deactivated the s-ICD and called the field representative to come to the hospital. The field representative arrived and performed another interrogation. There were four untreated episodes registered along with the treated episode. In each episode, there is noise and a wandering baseline causing oversensing. A manual set up was attempted but could not be performed due to a high out of range impedance measurement of above 400 ohms. A revision was performed and it was discovered that the electrode was not fully aligned in the device port. A tug test was performed and the electrode could not be removed; however, the signal went flat on the programmer. Inspection of the electrode was performed and no visible damage was noted. The s-ICD was explanted and replaced. Once the new s-ICD was connected to the electrode, all measurements and sensing were in normal range. The s-ICD will be returned. The electrode remains implanted and in service with the new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that there was a crack in the case close to the header. Laboratory analysis determined that the clinical observations were a result of a crack in the device case that allowed body fluid contamination to come into contact with the internal circuitry. The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
----